Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 at 17:53:59. During night drain cycle 11, the patient's ultrafiltration reading was 917ml, indicating the home patient (hp) drained 917ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No patient injury or medical intervention is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. An iipv event was not confirmed through event history log review. The actual drain volume recorded in the event log was 1292ml which does not meet iipv criteria. The uf recorded in the therapy log was a combination of uf from cycle 11 and 12 because the device was powered off before therapy completion. If any additional information is received, a follow-up will be sent.